Event description:
Dr. (B)(6), called with a pt that was just in for a routine filling. The pt is a (B)(6) male. The doctor said as his assistant handed the micro brush with the gluma desensitizer on it to him; a small drop fell in the pt's eye. The pt was not wearing glasses. The doctor asked what he should do and I explained the (B)(6) says the eye needs to be flushed with running water and the pt should see his doctor. He said they flushed his eyes for several minutes and released him because he was feeling much more comfortable. The doctor said he told the pt to see his doctor if he has pain with the eye. Dr. (B)(6) said the eye was still red when the pt left but was not in pain. The doctor was asked if we could send him the (B)(6) and he said that he did not need them. The doctor was asked if we could contact him next week to follow up on this and he said we could. On (B)(6) 2011. We called and spoke with (B)(6). She said the pt is fine and there have been no further incidents. (B)(6).